Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic procedure, the endoscopic image of the subject device turned white. It was reported that the endoscopic image of the device recovered when the user facility turned off/on the video system center connected to the subject device, and the procedure was completed using the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, the reported phenomenon that the endoscopic image of the subject device turned white did not duplicate. However, the endoscopic image of the subject device disappeared and communication error b31 occurred when video system center was turned on again after 30 minutes aging. Based on the evaluation result, it is surmised that the reported event occurred due to a damage in electrical parts such as capacitors and integrated circuits on the circuit board within the video connector. The exact cause of the reported event and the damage of the electrical parts could not be conclusively determined.